Event description:
The customer reported that the multi leaf collimator (mlc) was present in the eclipse treatment plan, but when the plan was transferred to radiotherapy (rt) application for treatment, the mlc was missing from field #3. The patient was treated 13 of 16 days with no mlc on the rt. Lt. Field #3. The therapist determined this over-dose to be 3% of the calculated prescribed dose, which has no clinical significance.

Manufacturer narrative:
This issue is currently under investigation. Equipment malfunction cannot be ruled out at this time, nor can the possibility of a serious injury should the problem recur. Therefore, a medical device report is being submitted to FDA.